Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare recommended to the hospital to replace the anesthesia control board. A quote for repair was issued but not approved to date.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.